Event description:
It was reported that the customer experienced multiple intermittent instances of elevated blood glucose (bg) levels that was displayed as ¿high¿; however, a specific value was not provided, and diabetic ketoacidosis since beginning insulin therapy on the pump which resulted in the customer requiring assistance from paramedics and going to the emergency room and subsequently being admitted to the hospital. Cause of past elevated bg levels was unknown as the customer was unable to provide further information regarding the past events as well as past event dates. Reportedly, customer was treated with intravenous fluids of saline and insulin to resolve the past events which resolved the issues. Customer was discharged from the hospital each time (event dates were not able to be provided) with no permanent damage. Customer ultimately reverted to an alternate form of insulin therapy.